Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The lot history record (lhr) for this product was not reviewed because the product was not returned to abbott vascular solutions for analysis and the lot number was not reported.

Event description:
Device malfunction: none. Time of symptoms/ae: during vessel closure. Symptoms/ae: dissection. It was reported that a trained physician achieved arteriotomy closure using the perclose device after an unspecified procedure. During removal of the device a dissection occurred. The physician believes that the foot of the device was too sharp at the edge. Hemostasis was achieved with the perclose, and no intervention was performed for the dissection. Though requested, no additional information was available.